Manufacturer narrative:
These parts were implanted (B)(6) 2016, and the right side implants were removed (B)(6) 2017 due to infection; therefore, the complaint is considered confirmed. Functional testing and inspections could not be performed due to the parts not being returned and no photographs, x-rays, scans, or physician reports being provided. Device history record (DHR) for tmjpm-0918 was reviewed and no discrepancies were found. The sterile certificates were reviewed and there were no anomalies found. DHR review was unable to be performed for the screws as the lot numbers of the devices involved in the event are unknown. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00675-2, 0001032347-2019-00037-1, 0001032347-2019-00038-1, and 0001032347-2019-00039-1.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). (B)(4). Concomitant medical products: biomet microfixation custom made device ehlhardt pm-tmj & model, catalog #: tmjpm-0918, lot #: 682880a; biomet microfixation tmj system cross drive fossa screw 2.0 x 11 mm, catalog #: 99-6581, lot #: ni; biomet microfixation 2.4 system high torque (ht) cross-drive screw 2.7 x 10, catalog #: 91-2710, lot #: ni; biomet microfixation 2.4 mm system high torque (ht) cross-drive screw 2.7 x 12 mm, catalog #: 91-2712, lot #: ni; unknown 14 mm screws, catalog #: ni, lot #: ni. Therapy date: (B)(6) 2017. Report source: foreign country - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00675-1, 0001032347-2019-00037, 0001032347-2019-00038, 0001032347-2019-00039.

Event description:
It was reported a revision due to an infection occurred. The patient had bilateral implants, however only the right side was removed. The left side implants remain implanted and the right side was replaced by an orthopedic cement. No additional patient consequences were reported.